Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and high blood glucose levels. Customer¿s blood glucose reading was 593 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they could rewind the insulin pump. Customer advised they received more than 1 motor error alarm within a thirty day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.